Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are seeing a screen on their controller that would say settings not available when they increase the intensity of their ins and this started happening probably a month ago. Agent reviewed meaning of message and redirected patient to their healthcare provider (hcp) to further address the issue. Additional information was received, it was reported the representative met with the patient and noted all contacts 0-7 were 40,000 ohms, except possibly 3 and 5 which were 38,500. The patient would likely do a revision for the impedances.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 40,000. A loss of stimulation was noted. The pt had their lead replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.